Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate there was poor barrier separation of the sample. The following information was provided by the initial reporter. The customer stated: "the tube did not separate correctly. We spun this sample with 3 other tubes that separated normally."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate there was poor barrier separation of the sample. The following information was provided by the initial reporter. The customer stated: "the tube did not separate correctly. We spun this sample with 3 other tubes that separated normally."

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate there was poor barrier separation of the sample. The following information was provided by the initial reporter. The customer stated: "the tube did not separate correctly. We spun this sample with 3 other tubes that separated normally."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor barrier separation were observed. Visual inspection showed no defects. Additionally, clinical testing was performed: no difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (poor barrier) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode.